Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 24 mg/dl at the time of the incident. Another blood glucose value was 48 mg/dl, 66 mg/dl, 38 mg/dl, 57 mg/dl. It was unknown that auto mode feature was active or not at the time of event. Customer that the insulin pump had a cracked retainer ring. Customer stated that the locking ring was not locking and there was chip where locks in on top reservoir compartment. The insulin pump will not be returned for analysis.